Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced a drawer failure with a device not detected on bus error that persisted after a reboot and storage space recovery. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 experienced a drawer failure with a device not detected on bus. A field service engineer found the drawer and all cubies not detected on the bus, opened the back panel, identified no power to the pyxibus module controller (pmc) board or controller board with the pyxis bus cable connected, replaced the pmc board and controller board, rebooted the station, and reconfigured the drawer. The system functioned as intended after the field service engineer repaired the device.